Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient experienced high blood glucose level due to bent cannula (twice). Therefore, they tried to get the infusion injected to give himself a bolus, but every time he put on it would bend. Subsequently, on the same day ( (B)(6) 2021), he went to the emergency room and was further, admitted to the hospital due to high blood glucose level. His highest blood glucose level was over 1000 mg/dl and the infusion set had been used for three days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital and had a follow-up appointment on (B)(6) 2021. Previously, on (B)(6) 2021, and (B)(6) 2021, the patient faced a bent cannula issue. Therefore, his blood glucose level was 400 mg/dl and high for (B)(6) 2021 - (B)(6) 2021. Moreover, the infusion had been used for two days. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.